Event description:
The physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad with little calcification and 80% stenosis. It was reported that the lesion was not pre-dilated and that the stent could not cross the lesion. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 9th to 12th proximal segments were raised and deformed. Additional segments were slightly raised and misaligned.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device); patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis); failure to follow instructions ( use of force and lesion not pre-dilated). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 80% stenosis). (B)(4).